Event description:
A report was received that the patient was having difficulty aligning and charging the ipg due to pocket location. Patient was overweight and her ipg moved a lot and would not stay in place. Ipg migration was not noted. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.